Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens, diopter -11.5 into the patient's left eye (os), the lens tore/broke. This occurred on (B)(6) 2019. Intraoperatively, the lens was removed and replaced with an alternate lens. Reportedly, no patient injury occurred and the cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).